Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Exact values were not provided. Additionally, the customer received multiple replace sensor messages. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made by tandem technical support to follow up with the customer. However, all were unsuccessful.